Event description:
Iridex became aware of a patient experiencing burn on the retina during treatment with a micropulse p3 delivery device. The treatment settings were within specifications. The doctor continued to treat the patient and reported that the patient experienced another burn. It is unknown if the doctor continued to use the same micropulse p3 device. There is no response from the treating physician to emails or calls from iridex. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction and additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing burn on the retina during treatment with a micropulse p3 delivery device. The treatment settings were within specifications. The doctor continued to treat the patient and reported that the patient experienced another burn. Based on the information provided by the complainant, the most likely cause of the burn was determined to be use of the device after the device tip was contaminated with blood. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye."